Event description:
It was reported that the patient entered their device into MRI mode, and experienced burning sensation at the ipg site during the MRI. Patient also experienced uncomfortable stimulation when therapy was turned back on following the MRI. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. The uncomfortable stimulation has since resolved.